Event description:
It was reported that 30 min after insertion of the iab, the pump experienced helium loss alarms. As a result of this, the iab was removed and replaced. There were no pt complications.

Event description:
It was reported that 30 minutes after insertion of the iab, the pump experienced helium loss alarms. As a result of this, the iab was removed and replaced. There were no pt complications.